Event description:
It was reported that in cardiac short stay at 21:48, a cardizem 125mg/125ml drip infused over 5 minutes. Patient notified the nurse to report that she suddenly felt "heavy" and the nurse noted that the cardizem bag was empty. The rapid response team (rrt) was notified that the patient was hypotensive and bradycardic. The nurse was instructed to place electrode pads and oxygen on the patient. The patient was alert and oriented x4, heart rate was 42 and blood pressure was 70/27. The cardizem bag was disconnected and normal saline was infusing at 999ml/hr through an 18 gauge left antecubital fossa peripheral IV. Two medical ICU rapid response team nurses arrived to assess the patient while an EKG was in progress. The 18 gauge IV stopped functioning and a vascular access nurse arrived to start 2 more peripheral IV's. The medical intensivist ordered calcium chloride 2mg, one liter of normal saline, a norepinephrine drip, lipid emulsion and a dopamine drip. With treatment, the patient's blood pressure improved to 120/51 but her heart rate remained 39-42. The admitting cardiologist and cardiology fellow were notified and the patient was transferred to the cardiac ICU.

Manufacturer narrative:
The customer¿s report of an overinfusion of cardizem was not confirmed. Physical inspection of the device noted no abnormalities. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse diltiazem 125mg in 125ml (drugid 209) at a rate of 5ml/hr at 9:10 pm on (B)(6) 2019. At 9:37 pm, the infusion was paused. At 10:00 pm, the user channeled the device off. The volume recorded as being infused during this period was 2.018ml. Functional testing performed found the device delivering fluid within specification. The source disposable set (model 2426-0500) was evaluated for concentricity and was found to be within specification. There were no anomalies observed with the returned primary set (model 2426-0500) and there were no leaks observed from the set. The root cause of the report of an overinfusion of cardizem was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in cardiac short stay at 21:48, a cardizem 125mg/125ml drip infused over 5 minutes. Patient notified the nurse to report that she suddenly felt "heavy" and the nurse noted that the cardizem bag was empty. The nurse notified the rapid response team (rrt) that the patient was hypotensive and bradycardic. The nurse was instructed to place electrode pads and oxygen on the patient. The patient was alert and oriented x4, heart rate was 42 and blood pressure was 70/27. The cardizem bag was disconnected and normal saline was infusing at 999ml/hr through an 18 gauge left antecubital fossa peripheral IV. Two medical ICU rapid response team nurses arrived to assess the patient while an EKG was in progress. The 18 gauge IV stopped functioning and a vascular access nurse arrived to start 2 more peripheral IV's. The medical intensivist ordered calcium chloride 2mg, one liter of normal saline, a norepinephrine drip, lipid emulsion and a dopamine drip. With treatment, the patient's blood pressure improved to 120/51 but her heart rate remained 39-42. The admitting cardiologist and cardiology fellow were notified and the patient was transferred to the cardiac ICU.